Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site and was able to successfully resume insulin deliveries without changing any supplies or the infusion set site. During a follow-up, the customer wanted to ensure that insulin deliveries had resumed after the occlusion alarm. Tandem technical support confirmed that insulin deliveries had resumed and that the customer had not received any additional alerts or alarms that would have caused insulin deliveries to stop.